Event description:
The healthcare professional reported injecting 1cc of form into the marionette lines and chin of a patient. Approximately three (3) months post injection, the patient experienced nodules. Safety database number (B)(4). Additional comments. Importer complaint number (B)(4). Further information regarding event, product, or patient details has been requested.